Event description:
Gambro received a complaint in 2007 from a facility who reported that a hospitalized adult pt coded while dialyzing on a phoenix machine. Per dci policy the machine was pulled from service. About 3 days later, a gambro service tech inspected the machine and found no problems with the machine. The machine was authorized to return to service. The machine has been used clinically with no further problems. Lab tests to verify dialysate composition were conducted at the time of the incident. The results were satisfactory indicating that the dialysate was of the correct composition at the time of the incident.